Manufacturer narrative:
Additional information became available on 8 december 2025. The event description (b5) and adverse event problem codes (h6) have been updated.

Event description:
It was reported that the patient's blood glucose level rose to 15.3 mmol/l (275 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported the cannula was deployed late, indicating a needle mechanism failure. The pod cannula was initially inserted into the infusion site, then dislodged. Insulin leakage was also observed.

Event description:
It was reported that the patient's blood glucose level rose to 15.3 mmol/l (275 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported the cannula was deployed, but it was not inserted into the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.